Event description:
Info received indicates the bed will not go into trendelenburg. She stated that the left-hand caregiver control and the motor control board are the cause.

Manufacturer narrative:
Repairs have not been completed.